Event description:
Visible extrusion of inside-out erosion @ 2 locations between the rv and svc coils seen with fluoroscopy of this product. Decision was made to extract this product; which did require a hospitalization. This product is part of the implanted defibrillator system which for this patient included another implanted endocardial atrial lead model # 1688tc and an implantable cardioverter defibrillator model # v-243 all same manufacturer st. Jude medical, and all implanted on same date of (B)(6) 2004.